Event description:
It was reported that early sensor expiration occurred for the g7 wearable. The sensor was inserted into the arm. However, data for the g6 android application was provided for evaluation. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).